Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 4:30 pm due to low blood glucose. The customer¿s blood glucose at the time of the incident was 56 mg/dl. They treated with glucose tablet and orange juice. The customer¿s blood glucose at the time of admission was 112 mg/dl. They were wearing the insulin pump at the time of hospitalization. They had no significant events that led to the low blood glucose. They were about to be released from the hospital at the time of the call. The device will not be returned for analysis.